Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced pain due to eroded mesh, as well as, additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was implanted on either (B)(6) 2006 or (B)(6) 2007.